Event description:
It was reported by service report that the pedal was flipped upside down on stretcher. Unit was not available for review at facility by stryker technician. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Unit was not available for review at facility by stryker technician. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.